Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Maximum temperature recorded on the head of the attachment during free run testing was 59.6 degrees celsius. The temperature level exceeds maximum temperature ranges outlined in both iso 13732-1 and es-1104. Although the exterior of the hand piece did not show any major signs of wear, microscopic evaluation revealed slippage markings within the meshing area of the head-tail and head gear assemblies. Also, a DHR review was conducted with no discrepancies noted.